Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years one month of post deployment, computed tomography of abdomen and pelvis with intravenous contrast was performed due to abdominal pain and result showed that an inferior vena cava filter was noted. The proximal struts as well as bilateral distal struts extended beyond the wall of the inferior vena cava. The proximal struts appeared to indent upon the posterior portion of the distal duodenum. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.